Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: d4: the lot number was reported as unknown on the initial report and has been updated as 3l05496. Therefore, UDI: (B)(4).

Manufacturer narrative:
(B)(4). The lot number is not currently available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that when the truespan 0 degree peek was inserted into the meniscus, the point on the device was outside the meniscus when the gun was operated. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration dater and device manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4). Investigation summary ==> the device was received and inspected. Upon visual inspection, it was noticed that both implants were received with device. Based on the received condition of the implants, it seems implants were never implanted to the patient and no xray/CT scan were provided. So, the complaint cannot be confirmed for the migration issue. Both implants were still within the channel at the distal end and connected with suture. Upon squeezing trigger, both implants were able to be fully released. The device was working as intended. Based on the given the information we cannot discern a definitive root cause for the received condition of the implants and reported condition. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228150- lot 3l05496 number combination. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228150- lot 3l05496 number combination.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as august 12, 2019 but should have been october 22, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.